Manufacturer narrative:
The axium coil was returned for evaluation without the implant coil as it was lost. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. All other subassemblies appeared to be normal.the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Based on the above findings, the customer report of "premature detachment" was confirmed. The axium coil was returned with the implant coil already detached. Although the cause for the "premature detachment" could not be determined, it is possible that the bend in the pushwire may have caused the release wire to pull back momentarily, detaching the implant coil. The cause for the bend in the pushwire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU); a kinked pusher may lead to premature detachment. Per the axium coil instructions for use (IFU), a kinked pusher may lead to premature detachment. Reference (B)(4).

Event description:
Medtronic received information that coiling treatment of cerebral aneurysm embolization, axium 3d coil prematurely detached in the microcatheter hub. Another coil was used to continue the procedure. Event happened prior to use in the patient. No patient injury reported as a result of the procedure.